Event description:
It was reported that bony necrosis resulted after use of an x-tip drill, caused, according to the complainant, by "excessive pressure." The site was cleaned and flapped and proroot mta was placed.

Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.